Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. Mallinckrodt issued a recommendation to the distributor to replace the device's proportional valve as a result of this finding. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
During a routine service log review for a device located in spain, a mallinckrodt employee discovered that a delivery failure alarm had occurred due to an over-delivery of nitric oxide gas. This service log finding meets the criteria of a reportable malfunction. There was no delivery failure alarm complaint or report of patient harm associated with this event.